Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted. Leaflets were grasped twice with the clip, posterior leaflet partially detached from the clip prior to deployment. Physician believed that this was due to friable tissue in the grasping area. Clip was moved slightly medial and a good grasp was achieved. It was believed that there may be tissue damage in the area of the first two grasps. Imaging was difficult. After the procedure, it was difficult to remove steerable guide catheter (sgc) from the stabilizer. Physician had pull herd to release the sgc. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.